Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work anymore was confirmed. The following defects were identified with the device upon evaluation: dent at distal end. Shaft bent. Scratches at light end. Bad image. Optics damaged. The distal tip and damaged optics were replaced and the device was cleaned, repaired, tested and found to be fully functional. User mishandling is the most possible root cause for the above physical damage to the device. However, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the hd arthroscope, 4.0mm, 30 deg, 167mm: with mitek lock didn¿t worked. No patient consequence and no surgical delay was reported. No additional information was provided.